Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0555546v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0555546v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The consumer reported that 4 months prior, around (B)(6) 2015 the patient whose indication for use was movement disorders had the deep brain stimulator battery pack removed because there was an infection. No outcome, cause, diagnostics or troubleshooting were provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.